Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the pump trainer reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 300 mg/dl after initiating insulin pump therapy with the ilet bionic pancreas. The user refused to perform a supply change and later resumed insulin injections, which corrected the bg. On (B)(6) 2025, while with the trainer, the user experienced an occlusion alert during a meal bolus. No hospitalization occurred. No long-term health effects were reported. A replacement device was sent.